Event description:
Customer complaint - limited data available. State device sparked then shut off. Device melted. States device does not have a lot number.

Event description:
Customer complaint limited data available customer stated that the device sparked then shut off. The device melted and does not have a lot number.